Manufacturer narrative:
The holes in the hose could interfere with ventilatory support.

Event description:
Hole was found in the tube.

Manufacturer narrative:
The holes in the hose could interfere with ventilatory support.based on the investigation and since no pictures or physical sample of fg 5037ae with lot number unknown was provided we cannot confirm the reported defect since we requite the physical sample to perform a better investigation.

Event description:
Hole was found in the tube.